Event description:
Based on pursuit of f/u info during the eval of the returned electrosurgical generator, it was discovered that this generator stopped functioning during the case, which resulted in the procedure not being completed. Previous attempts to gain info had gone unanswered.

Manufacturer narrative:
The cause was physical damage to the unit (rear cover bent from some type of severe contact) which caused internal damage resulting in intermittent contact and operation. The results of our investigation have been sent to the customer.